Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position and remove with the guide wire was not confirmed, but possibly could have occurred due to anatomical conditions. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mid left circumflex artery. A 2.5 x 20 mm otw trek balloon catheter was being advanced to the lesion when there was resistance advancing over a balance middleweight (bmw) guide wire although the balloon did cross. The catheter was inflated without issue; however, during removal there was even more resistance than during advancing. A second 2.5 x 20 mm otw trek balloon catheter was opened; however, it could not advance over the bmw guide wire and it never entered the patient. The device was removed and a non-abbott balloon catheter was successfully used with the same guide wire to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.